Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 15, 2019. Upon further investigation of the reported event, the following information is new and/or changed: identification of evaluation codes 4114, 11, 3221, 4315. Method code #1: 4114 - device not returned. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation so a retention sample from the same product code and lot number combination was used for the complaint investigation. The retention sample was visually inspected with no anomalies noted on the device. The sample was then manually run through the ops leak tests to ensure each component of the device is functioning as normal. It is possible that the unit had been overpressurized during use, causing the unit to leak. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery; the positive pressure from the cardioplegia line likely flowed in into the vent line, in which the ops valve was implemented. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, at the beginning of the vent aspiration blood leaked in the unidirectional valve of the tubing pack. There was blood loss of 100 ml. Product was changed out. There was a 15 minute delay. Procedure was completed successfully.